Event description:
When the catheter is connected to the monitor it shows 'check catheter connection' and would not return to the measurement screen. The catheter was in contact with the pt. No pt injury was reported.